Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. A batch review could not be performed as the lot number of this device is unknown. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter corporate product surveillance a clearlink system extension set .22 micron filter in which a leak was observed. According to the report, the filter started leaking through the air-eliminating vent as they were priming the set. When another nurse tried to recreate the event with the same filter, she was not able to get it to leak again. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). No conclusion can be drawn from the investigation. Root cause not determined. Baxter will continue to monitor similar reports to determine if further actions are required.